Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the ok, up, and down button contacts were misaligned.

Event description:
Per distributor: the patient reported that the keypad buttons were unresponsive.